Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the screw driver broke whilst trying to extract a screw from the patient. The surgeon had been struggling to remove the screw as this was screwed in tight and as such he had put strong force on the instrument. The broken piece remained stuck to the screwhead and no pieces fell into the patient site. The case was completed using a different instrument.

Manufacturer narrative:
The evaluation revealed the broken conical extractor to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. A part of the tip was found broken off. The breakage surface structure indicated that the tip broke due to torsional and bending forces in a gliding fracture; the material got overloaded. The customer reported that the screw ¿was screwed in tight¿ it is possible that the screw got cold welded. The brochure for the extraction set includes the warning that cold welded screws require cutting tools for metal to remove the screws. Because no manufacturing issue was identified the breakage is attributed to a use error. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. No nonconformity was identified.

Event description:
The customer reported that the screw driver broke whilst trying to extract a screw from the patient. The surgeon had been struggling to remove the screw as this was screwed in tight and as such he had put strong force on the instrument. The broken piece remained stuck to the screwhead and no pieces fell into the patient site. The case was completed using a different instrument.